Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 58, 51 and 44 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/29/2018 and open vial date is 12/23/2016. The customer is insulin dependent. The meter memory was reviewed for previous test result history (date not set; customer is concerned with all results): (B)(6). Memory concerns: customer is concerned with all results.